Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately torturous and moderately calcified superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.